Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was found to have a broken bipolar yaw pulley near the cable routing. A broken piece was not missing as a result of the breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additionally, the instrument was found to have a dislodged grip cable crimp at the distal end. No missing material was observed. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Moreover, the instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument was used to clamp a vessel during a conversion. The customer left it on the vessel during conversion. The customer had to break the instrument in order to release it. The procedure was converted to an open surgical procedure. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the da vinci system was inspected before use and there were no issues noted. The procedure was converted to open surgery due to an intraoperative complication. The surgeon explained that the patient had an unspecified venous wound that the surgeon attributed to the patient's surgical history. The surgeon started the procedure anticipating the possibility of converting or aborting the case due to the patient's anatomy. There was no patient injury. It is unclear if a device malfunction occurred as the reporter mentioned that a "key" was required for a device during the procedure. It is unknown if the reporter was referring to the instrument release key (irk) that is used to open the jaws of an instrument and if it was used on the mbf instrument in this case. The procedure had been in progress for about 4 hours when the issue occurred. The patient did not experience any post-operative complications.

Manufacturer narrative:
The cause of the intraoperative complication cannot be determined although the surgeon indicated that the patient's surgical history was a contributing factor. Intuitive surgical, inc. (Isi) has requested for return of the mbf instrument for failure analysis evaluation. It is unclear if the mbf instrument caused or contributed to the intraoperative vessel wound or was just used to control bleeding during the conversion to open surgery.